Event description:
Patient was revised after he was walking and heard a pop, and presented to surgeon with a fractured ceramic head, which was in 6-8 large pieces and several smaller pieces. Intraoperatively, the trunion on the stem showed signs of excessive wear, and a trial head would not seat on taper tightly, so an extended trochanteric osteotomy was done so the stem could be removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised after he was walking and heard a pop, and presented to surgeon with a fractured ceramic head, which was in 6-8 large pieces and several smaller pieces. Intra-operatively, the trunion on the stem showed signs of excessive wear, and a trial head would not seat on taper tightly, so an extended trochanteric osteotomy was done so the stem could be removed. Doi (B)(6) 1998 - dor (B)(6) 2013 (left hip). Update 12/09/2013- x-rays received and put into file. Update rec'd 12/09/2013 - patient's operative records were received. The complaint was updated on 01/07/2013. Records indicate upon revision the patient's liner was found to be chewed up, therefore being revised. The liner is being added to the complaint. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Available device history records were reviewed and did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Provided x-ray images appear to confirm the material fracture in-vivo but the investigation could not verify or identify any product error regarding the failure. The investigation has determined that the ceramic head product code is now obsolete. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.